Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that stent deformation post implant occurred. The patient presented with chest pain. A 4.00 x 28mm synergy megatron drug-eluting stent was deployed in the left anterior descending artery to left main. During re-wiring, the guide catheter hit the proximal part of the stent causing stent deformation. A 4.00 x 8mm stent was deployed overlapping the proximal part of the implanted megatron stent. There were no patient complications, and the patient was doing well.